Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "suspicion of fallopian tube obstruction in one side" on (B)(6) 2013. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pelvic pain"), breast pain ("mastalgia "), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), feeling abnormal ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), anxiety ("anxiety"), irritability ("irritability") and stress ("stress"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, feeling abnormal, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety, irritability and stress had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, intra-abdominal fluid collection, irritability, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: suspicion of fallopian tube obstruction in one side. X-ray - on (B)(6) 2020: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a (B)(6) year old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "suspicion of fallopian tube obstruction in one side" on (B)(6) 2013. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain"), breast pain ("mastalgia "), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), feeling abnormal ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), anxiety ("anxiety"), irritability ("irritability") and stress ("stress"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, feeling abnormal, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety, irritability and stress had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, intra-abdominal fluid collection, irritability, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: suspicion of fallopian tube obstruction in one side. X-ray on (B)(6) 2020: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.